Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient experienced difficulty communicating and was diaphoretic. The cgm was reading 77 mg/dl and the blood glucose reading was 44 mg/dl. An ambulance was called and the patient was treated by emergency medical technical (emt) with IV glucose for hypoglycemia. At the time of the report, the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.